Manufacturer narrative:
.No other samples reacted unexpectedly with the same lots of capture reagents used on the echo. Could not rule out sample as the cause of the unexpected results. Customer did not provide any additional information or send sample for further testing. No further information provided.

Event description:
A customer reported unexpected negatives with igg cross-match assays on the echo using capture-r ready indicator red cells (crric) lot 221508r. Three e+ units reacted negative with the sample. Sample has a known anti-e and anti-cw.